Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to prime during use. The following was reported by the initial reporter: "it was reported that several boxes of pen needles were plugged and unusable. Verbatim: from phone call on 2021-02-02 13:10:16: called consumer to obtain additional product complaint information. Consumer stated 4 pen needles did not release medication during his flow check. Lg. Date of event: unknown, samples: yes, sending mail kit . Email received: (B)(6) 2021 16:33:41 over the last several boxes of .32mm x 4mm lot 0140217 latest run. I have had several needles that were plugged and unusable for me. Because of the way my insurance works I can not get them replaced until after 90 days, without them coming out of my money."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned seven (7) pen needles, all with green caps identifying them as 4mm, 32 gauge pen needles. One of the returned pen needles was returned open and was visually inspected prior to testing for a clog. The non-patient side has been broken at the proximal end of hub¿s needle cannula. This would prevent normal testing for clogs. Additionally, this damage would prevent the needle from properly attaching to the pen, giving the impression that the needle was clogged during use. Based on the damage present, the needle breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining six pen needles were returned unopened. The pen needles were attached to a test pen filled with saline. The pen was primed and saline was pushed through the system. The saline exited the pen needles without any issues. No clog found for these samples and they functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was able to confirm a needle break among the group of samples returned, which would prevent insulin from passing through the needle like a needle clog would. The root cause of the needle breaking appears to be accidental damage from stresses caused by the user during routine use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0140217, medical device expiration date: 2025-05-31, device manufacture date: 2020-05-19. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to prime during use. The following was reported by the initial reporter: "it was reported that several boxes of pen needles were plugged and unusable. Verbatim: from phone call on (B)(6) 2021 13:10:16: called consumer to obtain additional product complaint information. Consumer stated 4 pen needles did not release medication during his flow check. Lg date of event: unknown. Samples: yes, sending mail kit. Email received (B)(6) 2021 16:33:41 over the last several boxes of .32mm x 4mm lot 0140217 latest run. I have had several needles that were plugged and unusable for me. Because of the way my insurance works I can not get them replaced until after 90 days, without them coming out of my money."